Manufacturer narrative:
Analysis of historical records: the devices involved in this event were not returned to orthofix srl as they were discarded at hospital. Unfortunately, also the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: it was not possible to perform the technical evaluation as the devices were not returned to orthofix srl. Considering the information provided and that the devices were not returned for evaluation, it is not possible to identify a specific cause and draw any conclusion in regards to the failure occurred. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation: it is difficult to know how important these are structurally. My view would be as follows: 1. If the treatment can be continued to completion with the fixation as it is, this incident can be treated as a product malfunction 2. If the surgeon decides that an additional operation is required with hew half pin fixation bolts. A) if the surgeon can replace the bolts without an anaesthetic - again it can be reported as a product malfunction b) if the surgeon needs the patient to be anaesthetised, in order to correct the position, this should be regarded as a serious injury for reporting purposes. From the information that we have at present I think that options 1 or 2a are most likely. Without the return of the bolts, it is impossible for us to make any sensible statement about the cause of these cracks. Final comments: it was not possible to perform the technical evaluation as the devices were not returned to orthofix srl. Considering the information provided and that the devices were not returned for evaluation, it is not possible to identify a specific cause and draw any conclusion in regards to the failure occurred. Should further information and/or the devices involved become available, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market. Please kindly refer also to MFR report number 9680825-2019-00066 follow up 1. - attachment: [2019166_FDA medwatch cover letter follow up 1.pdf].

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: tibia. Surgery description: n/a. Patient information: male, 58 kg. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: on (B)(6) 2019, during one of the clinic visit, (B)(6) realized that there were 2 pin fixation bolts that were "cracked" (pictures provided by the local distributor). The complaint report form also indicates: the device failure did not cause any adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. Copies of the operative reports and x-ray images are not available. Patient current health condition: n/a. Further information received from the local distributor on (B)(6) 2019: the two devices are still on patient. They will not be returned back to orthofix srl. Patient's current health condition: patient is walking and I hope that the pin fixation bolt will not break. Further information received from the local distributor on (B)(6) 2019: the two affected bolts will not be returned to orthofix srl as they are replaced and discarded. Further information received from the local distributor on (B)(6) 2019: we are unable to retrieve the lot numbers, as the components are unpacked and put into trays for autoclave. The patient is doing absolutely fine and has recovered well. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records. The devices involved in this event have not been returned to orthofix (B)(4) yet. Unfortunately also the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation. The devices involved in this event have not been returned to orthofix (B)(4) yet. The technical evaluation will be performed as soon as the devices are made available. Medical evaluation. The information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as the results of the investigation become available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please kindly refer also to MFR report number 9680825-2019-00066. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: tibia surgery description: n/a. Patient information: male, (B)(6) kg. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: on (B)(6) 2019, during one of the clinic visit, dr. (B)(6) realized that there were 2 pin fixation bolts that were "cracked" (pictures provided by the local distributor). The complaint report form also indicates: the device failure did not cause any adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. Copies of the operative reports and x-ray images are not available. Patient current health condition: n/a. Further information received from the local distributor on (B)(6) 2019: the two devices are still on patient. They will not be returned back to orthofix (B)(4). Patient's current health condition: patient is walking and I hope that the pin fixation bolt will not break. (B)(4).